Event description:
It was reported that the customer was in the hospital for double pneumonia and is currently on steroids. Customer was currently not wearing the pump per doctor's orders. Customer's blood glucose level was 311 mg/dl. Customer stated that they were hospitalized due to unexplained high blood glucose levels. Customer stated that the unexplained high blood glucose event began on (B)(6) 2015. Troubleshooting was performed and customer reported that the insulin exited at the quick release. Customer declined to check for possible site or insulin issues. Customer was advised that steroids could have an effect on blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.